Manufacturer narrative:
The device has not been been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) reading was over 600 mg/dl with no associated symptoms reported. No information was provided regarding any treatments received by the patient. The patient allegedly remained on pump therapy with no information provided regarding any recent adjustment to the pump settings. The reporter alleged that the bg excursion was due to recurring occlusion issue. Troubleshooting review that the instructions for use (IFU) were not followed to insert the infusion set. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that the IFU was not followed when inserting the infusion set.